Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose was 576 mg/dl, and was addressed by administering a manual injection. A system check with tandem customer technical support (cts) confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Reportedly, customer changed the supplies and resumed insulin delivery. Customer was using admelog insulin. Cts educated customer regarding cartridge/insulin labeling.